Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule exhibited a capsule ID mismatch error message "0000". Technical support identified the customer accidentally pressed the calibration button on the recorder twice, resulting in the error message. A repeat procedure will be performed due to the alleged device malfunction. No known adverse events were reported. (B)(4)-according to the reporter, after the capsule was placed in the patient they received an ID mismatch error on the recorder. It was confirmed that the correct capsule was in the patient by using a second recorder to verify the ID. It is stated that a repeat procedure will be performed but it is not stated if any equipment is returning.